Event description:
A minimally invasive surgery (on (B)(6) 2024) on the thoracic spine for a corpectomy at t7 and a fusion of vertebrae t5-t9, due to an unstable fracture at t7, with intended placement of 8 vertebra screws bilateral for fixation (at t5, t6, t8, and t9), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0. During the procedure the surgeon: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra t12. - acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - used the navigated brainlab pedicle access needle with instrument position display on the patient scan to determine the trajectory and get access to the vertebral body through the skin. - placed the k-wires through the pedicle access needle starting with right t5, then left t5 and working down to right and left t9. T7 was skipped due to the fracture. - acquired intra-operative x-rays to verify k-wire placements. - determined that 3 of the 8 k-wires placed with the aid of navigation deviated from their intended position (left t8 and t9, deviating by 4 mm from the intended position). - decided to remove the deviating k-wires, and re-placed them to their correct positions without the aid of navigation. - continued with the rest of the surgery conventionally (i.e. Without the aid of navigation). - completed the surgery successfully as intended and closed the patient. According to the hospital/surgeon: - the deviation of 3 of the 8 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the k-wires were corrected to their intended position without navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient due to the deviating placement (nor due to prolongation of surgery/anesthesia by 0-30 minutes), despite a direct (or increased) risk to harm a critical structure due to the deviating placement - there were further no remedial actions for the patient done, necessary or planned; hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon (treating clinician): - the deviation of 3 of the 8 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the k-wires were corrected to their intended position without navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient due to the deviating placement (nor due to prolongation of surgery/anesthesia by 0-30 minutes), despite a direct (or increased) risk to harm a critical structure due to the deviating placement - there were further no remedial actions for the patient done, necessary or planned; hospitalization was not prolonged either h6: according to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the left t8 and bilateral t9 placed k-wires by ca 4mm inferior, was: - a movement of the navigation reference array due to an insufficiently rigid fixation and/or inadvertent forces applied on the array and/or spine during placement of the k-wires at the level preceding the deviated placements. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered pre-placement scan on which navigated instruments are tracked and the patient anatomy. As per the provided log files of this surgery, the navigation software displayed reference array movement warnings to the user multiple times preceding the deviated k-wire placements. Also, the 3 deviated k-wires deviated uniformly, which could be explained by a shift in the reference array allowing for a uniformed shift of the coordinate system established during patient registration. Apparently, the resulting deviation between the registered pre-placement patient image scan in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.